Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill estimate after loading over 120 units of insulin. Customer's blood glucose level was 90 mg/dl. Reportedly, the customer added additional insulin and successfully loaded the cartridge.